Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the implantable cardiac monitor (icm) exhibited oversensing resulting in false atrial fibrillation (af) episodes. Programming changes were suggested; no changes or intervention were done. There were no patient consequences.